Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, foreign matter was found in the endoscope reprocessor after the reprocessing process failed. It was found that black scum had accumulated in the circulation port mesh filter in the cleaning layer. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the black foreign material could not be determined. There were no obvious deviations from the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide device evaluation results and the legal manufacturer's investigation based on these results. The subject device was not returned as a whole, only components, such as hoses, were returned to olympus for evaluation. The circulation port mesh filter was not returned, therefore, the customer allegation could not be confirmed. However, the pump head confirmed there was a black foreign object. Of the actual device but components. Based on the analysis results, it is possible that the foreign material was caused by the hose inside the device peeling off, resulting in black foreign material. However, the specific root cause of the hose peeling could not be determined at this time.